Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was disconnected. Additionally, multiple occlusion alarms occurred at the same time. The customer reconnected the luer lock connection to address the events. The customer's blood glucose (bg) level was 400 mg/dl at the highest and the bg level was addressed with a manual injection.